Event description:
On (B)(6) 2015, a patient underwent a port placement procedure using the MRI power port isp - groshong. On (B)(6) 2025 , it was reported that nine years nine months and six days post placement procedure, the catheter was allegedly fractured and migrated. The catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The edges of the complete compound break on the proximal end of the catheter returned were noted to be uneven. The surface was noted to be round and smooth throughout. The edges of the complete circumferential break on the distal end of the catheter returned were noted to be uneven. The surface was noted to be granular throughout. Residue was also noted throughout. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular throughout. Slight catheter wear was noted throughout both catheter segments. Therefore, the investigation is confirmed for the reported fracture, material separation issues and identified deformation and naturally worn issues. However, it is inconclusive for the reported migration issue as supporting evidence of the reported migration is not available. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e3, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2015, a patient underwent a port placement procedure via left internal jugular vein using the MRI power port isp - groshong. On (B)(6) 2025 , it was reported that nine years nine months and six days post placement procedure, the catheter was allegedly fractured and migrated. The catheter was removed. The current status of the patient was unknown.